Manufacturer narrative:
(B)(4). The device was received for evaluation. An external/internal inspection was performed and the device passed. A review of the device logs revealed no system errors, anomalies, hardware device failures or intraperitoneal volume iipv events that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. A request for the return of the device has been made. A review of the device history record revealed no issues related to the reported problem. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.